Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 9/3/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the complaint product was received in a plastic bag. The pcb00v device was not received, only the lens was returned. It was wrapped in a white cloth. Visual inspection at microscope magnification was performed and the lens looks in good conditions only lubricating material residues and loose particles can be observed on the its surface. Due to the condition of the sample returned the reported issue could not be verified, and product quality deficiency could not be determined; however, as information provided in the initial report the physician indicated that he did not think there was any problem with the lens. In addition, the miq report on the day the product was measured, indicate the lens was correctly measured with satisfactory result. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and no deviation and/or discrepancy was found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received for this this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced dysphotopsia and ametropia at the area of the left eye near the upper side of the nose that the patient had more difficulty seeing compared with other area. Also the patient had a feeling of getting a view of 45-degree lines. The target value was -3 diopter, and the physician considered that the patient¿s visual acuity had no problem because the corrected visual acuity was 1.2 immediately after the surgery. The patient visited the clinic for the first time in two months since the cataract surgery and strongly demanded for the lens to be explanted/replaced. The physician explained the risks to the patient who is an internist and that the patient may feel more uncomfortable with the vision, but the patient was not convinced. The lens explant and replacement with the same type of lens was performed. The physician indicated that he did not think there was any problem with the lens, but the refractive error between right and left could have led to patient discontent. No further information was provided.